Event description:
It was reported that during a remote follow-up, the patient presented with alerts of low out of range lead impedance and noise oversensing on their right atrial (ra) lead, which were triggered on (B)(6) 2022 and (B)(6) 021. The patient was brought to the clinic on (B)(6) 2022 for in office testing. It was noted that the patient presented with lead impedance variation and noise oversensing resulted in inappropriate automatic mode switch (ams) and pacing inhibition. It was also noted that since (B)(6) 2021, several noise oversensing resulted in inappropriate ams and pacing inhibition was noted on the same lead. Programming changes were made in order to address the issue. There were no patient consequences and the patient was in stable.

Manufacturer narrative:
The reported events were noise oversensing, inappropriate automatic mode switch, low out of range pacing impedance, and pacing inhibition. As received, a complete lead was returned in two pieces. The reported events of noise oversensing and pacing inhibition were confirmed. Destructive analysis indicated all filars of the inner coil were fractured at the proximal region of the distal portion. A scanning electron microscope the inner coil filar fracture in this region. The cause of noise oversensing and pacing inhibition was due to the fracture coil. The reported event of low out of range lead impedance was not confirmed. Shorting between conductors was found at both portions of the lead consistent with procedural damage. Visual and x-ray inspections did not find any additional anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2022-10986 new information notes that it was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted prophylactically with no known malfunctions, and the (ra) was explanted and replaced due to noise. The patient condition was stable. Before, during, and afterwards.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.